Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there were no ¿low battery¿ warnings or ¿replace battery¿ alarms observed in alarm history. There was no activity outside of normal use related to the reported incident observed in the pump history. A review of the black box revealed that the voltage in battery was found to be sufficiently charged. A ¿low battery¿ warning and a ¿replace battery¿ alarm were simulated during testing; the pump emitted the appropriate audible and visual alert and accurately recorded in pump history. The electrical current draws were tested on the pump and were found to be within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the distributer contacted animas, alleging a history/settings (history/settings issue) issue. The battery reportedly was empty and a reminder was missed since the pump did not alarm for a battery life issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).